Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The isi fse was unable to reproduce the reported phenomenon. The isi fse confirmed normal operation of the head sensor using a signal. The isi fse tested the gravity of both arms and the clutch button response and found that they were normal. Each foot pedal was also confirmed to work properly. Fse reseated head sensor's connector. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical extraperitoneal without lymphadenectomy surgical procedure, the surgeon observed that when their head was removed from the surgeon side console (ssc) head sensor, the master tool manipulator left (mtml) moved away as if it was floating. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the customer was unable to say if the universal surgical manipulator moved when the mtm floated but they assumed it probably didn¿t. It was unknown if there was shakiness, friction, instrument-to-instrument interference, system arm-to-arm interference, or external collisions. The reported event was intermittent, but it was unknown if there were any patterns.